Event description:
A customer reported a past high blood glucose event with the highest level shown as "high," though the specific value was unknown. Cause was not known. The customer took corrective actions by administering a correction bolus via the pump and changing the infusion set. The control iq feature was active during the event. Recommendation was made to consult with a healthcare provider regarding diabetes management.